Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 31 mg/dl, and a loss of consciousness. Pump data review by tandem technical support showed the customer delivered two boluses as bg was already lowering. Customer required assistance from partner to treat bg level via glucagon. Additionally, paramedics were called, however, no additional treatment was received. The customer was instructed to consult with healthcare provider regarding bg level.